Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: adsr01 ipg implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the device had to be programmed at a higher output for a significant amount of time for the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.